Manufacturer narrative:
Additional information: the product was analyzed using the fourier transform infrared (ftir) spectroscopy and edx analysis: the ftir analysis shows the residue is consistent with an inorganic salt species by comparison with references from the testing laboratories library. Inorganic materials are poorly characterized by ftir therefore edx was also performed. The particle was too small and delicate to transfer for ftir analysis; consequently, only edx was performed. The edx spectra for the small particle and the dried liquid/gel residue were similar and primarily revealed the presence of sodium (na) and chlorine (cl), with potassium (k), oxygen (o), phosphorus (p) and calcium (ca). These results would be consistent with a balanced salt solution (bss). Bss is not used during production at johnson & johnson manufacturing site. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 4/1/2019. Device returned to manufacturer: yes. Device evaluation: the product was received at the manufacturing site for evaluation. The product was received in a lens case. The is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies were identified. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the complaint was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: not applicable lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a foreign material on lens model, zmb00 multifocal iol (intraocular lens). As a result, procedure was completed successfully with the back up lens. It was also noted that there was no patient injury. No additional information provided.